Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold and impedance for this right ventricle (rv) rose and now the lead exhibits high threshold and impedance measurements. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.